Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary it was reported there was a scale printing error. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One sample has an incomplete skewed scale marking and the other sample has no scale marking issues. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale print error.